Event description:
Per the audiologist, an integrity test was requested due to significant changes noted in the patient's electrode impedances. Reportedly, prior to the integrity test, the patient had fallen requiring hospitalization. Results of integrity tests done in 2007 and 2008 were consistent with normal receiver/stimulator function with multiple anomalous electrodes. The clinic reportedly plans to offer explant/reimplant surgery due to decreased patient performance. Explant/reimplant information had not been provided at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.